Manufacturer narrative:
Not returned to manufacturer.

Event description:
Pain was more intense in both knees [arthralgia]. Very intense, hot, burning pain in both knees [arthralgia]. This serious regulatory authority, spontaneous report was received from a consumer in united states. This report concerns a patient of unknown age and gender who experienced very intense, hot, burning pain in both knees and pain was more intense in both knees during treatment with euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, for an unknown indication from an unknown start date to an unknown stop date. On an unknown date, the patient experienced very intense, hot, burning pain in both knees and pain was more intense in both knees. The patient was disabled or suffered permanent damage due to pain was more intense in both knees. The patient was disabled or suffered permanent damage due to very intense, hot, burning pain in both knees. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of very intense, hot, burning pain in both knees was recovered, the outcome of pain was more intense in both knees was recovered. The following concomitant medication was reported: celebrex (from an unknown start date to an unknown stop date), topamax (from an unknown start date to an unknown stop date). At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = mw5065838. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4).